Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that the anomaly persist after battery changed. Customer was performed the self test and the reason was missing segment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted.